Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked downstream occlusion (dso). Event log history was performed and indicated that system fault was recorded in history. During analysis, both dso seal bubble and error code 46876 were duplicated. Service recommended replacing dso seal and clearing error code. Error was noted to be transient. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bubbled downstream occlusion (dso) sensor seal and exhibited ec 46876. No adverse effects were reported.